Manufacturer narrative:
Bayer radiology product analysis received and examined the returned saline syringe and determined that the small black particulates were embedded and fully encased within the syringe material. Dimensional examination of the two embedded particles were 0.15 and 0.10 square millimeters respectively. As the particles were completely embedded into the syringe material, the potential of injection into a patient does not exist. Our investigation determined that the particulates noted in the syringe were introduced during the manufacturing process and were not detected upon receipt of the product from the supplier.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown foreign material at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after filling the solaris mr disposable syringe with contrast, a foreign material was seen within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.